Manufacturer narrative:
Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The adapt tool lists the following battery related alerts around the event date: 58=failed battery test occurred on (B)(6) 2024 @ 16:56:46, 16:56:47, 16:57:02, 16:57:17, & 16:57:53. In further full review in the pump history found the following insert battery to low battery alarms times listed respectively: (B)(6) 2024 7:51 - (B)(6) 2024 17:00 = 15.6 days; (B)(6) 2024 7:19 - (B)(6) 2024 7:17 = 14.0 days; (B)(6) 2024 7:17 - (B)(6) 2024 7:16 = 0.0 days; (B)(6) 2024 14:51 - (B)(6) 2024 15:34 = 14.0 days. There are date/time changes on (B)(6) 2024 @ 07:18:07 and on (B)(6) 2024 @ 21:51:09 which negate the 2nd and 4th cycles listed above. The pump passed the sleep current measurement, active current measurement, and self tests. No unexpected replace battery alarms occurred during testing. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with the following: faded serial number label, cracks in the select and all of the directional keypad buttons. Customer report of unexpected replace battery alerts was not confirmed during testing. Unexpected battery power loss was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced charge/battery lasts less than expected, unexpected battery power loss. The customer reported, no adverse event. The event involved product(s) mmt-1886. Customer reported, receiving replace battery alert, replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1886 was requested. And customer response was, the device will be returned.